Event description:
The customer reported that the table/tower portion of the system failed to boot a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fan beneath the tgi (table-generator interface) pcb was identified as the cause of the event and ordered for replacement. The reported problem was to be resolved by the customer's biomedical department. No additional service information was provided.